Event description:
During a colonscopy procedure,the physician used a wilson-cook soft acu-snare to perform a polypectomy. The first polyp was removed without incident. During the second polypectomy, the snaere wire broke and detachedd in the colon. At the physician's discretion, the detached portion of the wire and was left to pass naturally, post procedure, no injury ot the pt was reported.